Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer boots to black screen with a system error; hard drive reconfigured and software reloaded to resolve issue. Products: 229047 analyzer. (B)(4).

Event description:
It was reported, the programmer would not boot and went to the black screen. It was noted, the programmer did this a few times. The programmer was returned for repair. No patient involvement or complications were reported.